Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic papillary large balloon dilation, the subject device was used. In the procedure, the user tried to retrieve the calculus with the subject device, but the subject device could not be removed. When the user tried to remove the subject device using an emergency lithotripter, the basket of the subject device broke inside the stomach. The user temporarily inserted the endoscopic nasobiliary drainage tube into the patient. On (B)(6) 2020, it was reported that the surgeon performed an additional procedure to remove the subject device and calculus by using electronic hydraulic lithotripsy (ehl) and completed the procedure. This is the report regarding the failure of the removal of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The basket wire of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket was deformed. The basket wire was broken off at 150 mm from the distal end. The fracture surface showed that it broke due to a large load applied. There was no abnormality in the diameter of the basket wire. The lot number of the subject device is unknown. As a result of checking the manufacturing record for the past one year from the event date, it was found no irregularities. Based on the past similar cases, omsc assumes that the failure of the removal was attributed to the size of the calculus. Also, it was surmised that during crushing the calculus, a larger load than the durability strength of the product was applied due to factors such as size, hardness, and shape of the calculus. As a result, the basket wire was broken off. The above device handling has warned in the instruction manual as follows. Do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing, or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp much calculus at a time. The basket with calculus engaged may not be removed from the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved, and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected(e.g, basket wire cut or worn, tube sheath bent, etc.). Stop use when any abnormality is detected.